Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient's husband stated the patient had high blood sugar. The patient was in the hospital in a private room since (B)(6) 2024, due to high blood sugar and ketoacidosis caused by infections. The bg value was stated as 570 bg mg/dl. The patient's current weight was not obtained as the husband was in a hurry to get the pump back. Troubleshooting could not be completed as the priority was to retrieve the pump, and the patient was still in the hospital. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.